Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the xenon light source, the unit experienced lamp lighting issues. It was reported that the main light goes out and switches to the secondary light even after replacing the bulb. It is said that the issue has occurred multiple times. There were no reports of patient harm or delay associated with the reported event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-14656 (patient identifier #(B)(6) ). Refer to this file for supplemental information related to this event.